Manufacturer narrative:
One opened and or used sensor was inspected, sensor cannula was retracted inside the sensor base. No broken cannula was found and no needle tip defects noted. Introducer needle passed per specifications. Since the needle was open and or used it was not confirmed if customer received the sensor in said conditions.

Event description:
It is reported that the needle broke on the customer's sensor inside the customer's body. The pt's blood glucose was 346 mg/dl. The customer was advised to see a hlth care provider for an x-ray to locate the sensor cannula in the body. The customer sent the sensor back for analysis and the customer was sent a new sensor. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.